Manufacturer narrative:
Additional information was provided in sections h.11. Correction information provided in section b.2. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event failure to turn on lamp is not considered to be a reportable malfunction as the system displayed the same error message, and it is not likely that a recurrence would result in serious injury. System message ¿ tabletop illuminator is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The system communicates information to the user through the display of system messages. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. No further reports will be submitted under mfg report num. 2028159-2025-00333. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before vitrectomy surgery an ophthalmic operating system displayed an error message related to failure to turn on lamp and system exhibited an issue with tabletop illuminator ports. Surgery was completed on the same day by using the auxiliary illumination ports. There was no patient harm.